Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154awg ICD, implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a fracture. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.